Event description:
Per user facility medwach# 05-03000000-0003 (attached) guide wire entrapment occurred. During a procedure to upgrade an automatic implantable cardioverter defibrillator to a biventricular implantable cardioverter, a 182 cm choice pt guide wire became stuck when the physician attempted removal from the lead. Several attempts were made to retrieve the guide wire, however, these were unsuccessful. The physician elected to cut the guide wire and leave it inside the lead. Furthermore, the trapped guide wire did not interfere with the lead¿s performance. The procedure was completed with this device. After the procedure and at the time of the patient¿s discharge, no recognized harm to the patient were reported.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).